Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that, during a sacrospinous ligament fixation procedure using a capio slim device, the dart detached and fell off inside the patient. An x-ray was performed to see where the bullet went; however, it was not located and the physician decided to leave it. The procedure was completed with another of the same device. No patient complications reported.